Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 110 which was not reproduced. System error 110 was confirmed through a review of the event history log and found to be caused by severed motor mount screws. The failed motor assembly and screws were replaced.

Event description:
It was reported that a spectrum pump displayed system error 110. Any patient involvement, injury or medical intervention is unknown.